Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported of prime/fill anomaly from the insulin pump. The customer's blood glucose reading was 140 mg/dl. The customer stated that she was stuck in rewind complete. After troubleshoot, the prime/fill anomaly persisted. The insulin pump will be returned for analysis.